Event description:
The customer reported that the tracheostomy tube was fitted in 2009. When the nurse came to see the patient the next day, the pilot balloon was deflated. The nurse re-inflated the pilot balloon, and when she came back in the next day, the pilot balloon was again deflated, and she changed the device.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.